Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a right upper lobectomy procedure, the device would not open after test firing prior to use. Another device was used to complete the case. There was no adverse consequence to the pt.